Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pieces are stuck together. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the examination of the returned instrument confirmed the complaint. It was also observed that the tip is grossly deformed and the very tip has fractured with a small portion of the tip missing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.